Event description:
It has been reported to philips that imaging was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the device was not doing 1x images.. The philips engineer suggested service, but the service quote has been cancelled by the customer and no service has been provided from the philips. Codes were updated based on the investigation outcome.